Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 54 alarm during testing. Thump software was utilized and downloaded trace/history files properly. In further analysis in the pump history found pump error 54 alarm (file number: 32122, line number: 1421) on 08/08/2024 at 12:41:25.000 followed by pump error 3 alarm on 08/08/2024 at 12:41:27.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, missing display window cover and cracked select button keypad overlay. In summary, pump passed all required testing. Pump error 54 and 3 alarm found in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was partially performed and customer was not able to clear the error. No harm requiring medical intervention was reported. The customer will discontinue the usage of the pump and will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.